Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 489 mg/dl due to a bad site. Customer also stated that she had bleeding at the site, but that medication may have contributed to this. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.